Event description:
The customer reported: I have a 2nd machine with a leaking cassette. No pt impact from any of these events other than delays. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).